Event description:
Attorney reported: in 2007 -- the patient underwent surgical repair of a hernia. The bard was implanted in the patient at that time. As a direct result of being implanted with the composix ex patch, patient was caused to suffer grievous, serious, and severe injuries, and sustained serious and permanent injuries to his health, strength and activity, and severe shock, and was caused to suffer, and will continue to suffer, mental pain.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.